Event description:
It was reported to aci that a patient underwent an interventional peripheral procedure on (B)(6) 2014. Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed the vessel size to be 6 mm. Following the procedure, the physician selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that after the physician shuttled down the balloon went into the sheath and pulled through the artery. Manual pressure was held for 40 minutes. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.